Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the us. And was cleared under (B)(4).

Event description:
It was reported that, "when the surgeon was snapping off the sample, a fragment of the sample fell into the simplex powder. Therefore, the surgeon used a spare simplex instead of it. It was used without any problems."